Event description:
According to the info rec'd, the dealer states their customer returned a catheter that didn't have the tip closed off. He said the customer inserted the catheter and bled. Customer didn't seek medical attention, the customer said it was not that bad. Dealer said customer is not going to do anything about it but did want to let the dealer know.